Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure and the explanted device was disposed by the facility. No further information has been obtained. Additional information was received that the spinal cord stimulator (scs) lead of the patient was also explanted. There were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 3163137 UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure and the explanted device was disposed by the facility. No further information has been obtained.